Event description:
It was reported via repair work order that the brakes would not disengage due to a broken caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the footend lift would drift due to a malfunctioning hi/lo motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the casters were delaminating. This would be an annoyance as the bed would be difficult to move, however; the patient could still be transported. It is not likely to harm the patient as it was reported the brakes were fully functional and disengaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur

Event description:
It was reported via repair work order that the bed was difficult to push due to delaminating casters.